Event description:
Additional information was received from a health care provider on (B)(6) 2020. It was reported that the cause of the empty pump was "patient hospitalized and filled with 1000 mcg instead of 2000 mcg, we were not notified." The patient was stable and had been refilled and reprogrammed. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (2,000 mcg/ml, 479.6 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient's pump started alarming for empty reservoir on (B)(6)2020. The hcp stated the patient had been in the hospital with covid-19 in june and they refilled their pump with 1,000 mcg/ml gablofen (same dose) at that time. The patient usually had baclofen 2 ,000 mcg/ml and they planned to switch back to that today and program a bridge bolus. The hcp stated the patient was starting to cramp up a little and they had her on orals so they don¿t go into withdrawals. Troubleshooting steps taken during the call resolved the issue.